Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an exhalation port was missing from an rt319 adult bi-level/CPAP inspiratory-heated breathing circuit kit. This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). The PMA/510(k): the rt319 adult bi-level/CPAP inspiratory-heated breathing circuit referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the unsealed rt319 adult breathing circuit kit was returned to fph in (B)(4) for inspection. It was visually inspected for a missing exhalation port. Results: visual inspection revealed the exhalation port was not included in the kit, confirming the reported fault. A lot check revealed no other complaints of this nature for lot number 110924. Conclusion: the breathing circuit kits consist of a number of components grouped together during production. It is likely that operator error, during the packing process, resulted in the exhalation port being omitted from the breathing circuit kit. There are standard operating procedures in place to assist operators on the production line to correctly pack the breathing circuits. This consists of a specific pack card detailing all components required which must be displayed at the packing station. (B)(4).